Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and a similar quality non-conformances was raised during manufacturing of the product. Investigation conclusion: based on review of the device history record, the customer¿s indicated failure mode for clotting was confirmed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after blood was drawn with a bd preset¿ arterial blood collection syringe, samples clotted before they could be tested and the patients had to be redrawn. This occurred four times however, specific patient information is not available. The following was reported by the initial reporter (translated from chinese): ¿after successful withdraw the blood and before instrument test, blood sample been found clot. Customer have been re-withdraw the blood. 4ea happened such issue, customer require bd to test the additive volume of the return samples."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after blood was drawn with a bd preset¿ arterial blood collection syringe, samples clotted before they could be tested and the patients had to be redrawn. This occurred four times however, specific patient information is not available. The following was reported by the initial reporter (translated from chinese): ¿after successful withdraw the blood and before instrument test, blood sample been found clot. Customer have been re-withdraw the blood. 4ea happened such issue, customer require bd to test the additive volume of the return samples."